Event description:
The clinic reported air in the venous line up to the pt with no alarm condition. There was no pt injury or medical intervention. The clinic did not track the lot nubmer of the tubing set in use, the date of the incident, etc. The machine has remained in service without further incident.